Event description:
It was reported that the stimulation never helped the pt's symptoms and made them worse than what was experienced prior to implantation. The pt's physician discovered that the pt's leads had migrated. The pt's device system was to be explanted. The pt was to explore other treatment options for pain mgmt. Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).